Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a non-sustained ventricular tachycardia (nsvt) episode due to electrocautery noise. Technical services (ts) was contacted to confirm the magnet was applied correctly. Ts explained device function with the magnet applied. While the magnet is in place, tachy mode is changed to monitor only and episodes can still be stored due to electrocautery noise. If a magnet is applied while the device has determined therapy should be delivered, the episode detail attempt information will state "no therapy delivered, tachy therapy mode is not programmed to monitor + therapy." Upon further review, stored events from the unrelated procedure were non-sustained ventricular tachycardia (nsvt), so no therapy declaration was made. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.